Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during a sphincterotomy performed in 2009. According to the complainant, during the procedure, the cut wire in the tome would not bow inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Wire would not bow. Although the suspect device was received, the evaluation has not been completed; therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.